Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 598 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced thirstiness, dehydration, high blood glucose and hospitalization. Customer advised they inserted the infusion set in an area they never used before and believed it was a bad site. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.